Event description:
It was reported that patient indicated the urinary catheter was thicker than the previous ones they had used. Also stated that patient regularly use 24fr measurement. This urinary probe caused discomfort when inserting the probe into the urinary meatus.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A photo sample of a green foley catheter was returned. No visual defects were noted. Unable to determine the catheters french size from the photo sample. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient indicated the urinary catheter was thicker than the previous ones they had used. Also stated that patient regularly use 24fr measurement. This urinary probe caused discomfort when inserting the probe into the urinary meatus.